Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's exhalation porting block was found to be damaged. The device's exhalation porting block was replaced to address the issue. The device had evidence of physical damage.